Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2012, the patient obtained the blood glucose reading of 489 mg/dl on the reported meter, and a reading of 380 mg/dl on another meter within 30 minutes. The patient allegedly took an increased dose of insulin based on the elevated meter reading. Afterwards, the patient experienced the symptom of passing out. Emergency services were contacted, and paramedics transported the patient to the emergency room. The patient received intravenous treatment with glucose. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.